Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2011. The hp reported that sometime the week before last, she had hooked up to and used an overprimed set and she wanted to know if this was okay. Bps informed the hp about the contamination risk and advised to start over with new supplies if this happens again. The nurse knew about the event, and no adverse effects were reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).

Manufacturer narrative:
(B)(4). Correction: the reported problem was not confirmed. This complaint was to address a use error -failure to follow therapy steps in which a patient connected to a homechoice disposable set following overprime of the patient line. Because connecting to a disposable set after an overprime therefore does not represent a use error, this complaint is not confirmed, and it is appropriate that product labeling does not specifically address this practice. This issue is being investigated through CAPA.